Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being cut and the pump stopped can be confirmed. The evaluation of the returned system controller serial number (B)(6)revealed two open fuses (fuse a and fuse b). As a result, the system controller was not able to operate a test pump during analysis. The fuses were replaced and the system controller operated the test pump without issue. The log files (event and periodic) were successfully retrieved. The event log file contained data recorded on (B)(6) from 6:19 am to 8:55 pm. The recorded information revealed that the system maintained the desired set speed with no interruptions until 2:47 pm when lavd off, low flow and controller fault alarm associated with both fuses being open became active. The actual speed decreased to 0 rpm and the communication with the pump was lost resulting in a loss of lvad communication alarm. The associated voltage levels revealed that the system controller was connected to 14v batteries when the alarms occurred. The system controller remained powered by the 14v batteries until 5:38 pm when the controller¿s power cables were disconnected from the 14v batteries. The information recorded at 6:41 pm revealed that the controller was forced to sleep mode. The remaining data indicated that the controller was connected to a power module, the controller internal fault alarm associated with fuse a and b open remained active until the last entry captured in the log file. The periodic log file contained events recorded from august 2 to (B)(6) 2020. The last entry captured on september 3 revealed lvad off, low flow, loss of lvad comm and controller internal fault alarm associated with fuse a and b open. In conclusion, the open fuses found during testing appeared to be consistent with the damaged modular cable. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook document ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the official autopsy concluded that the patient cut the modular cable by himself.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04490. It was reported that the patient was found unconscious outdoors presumably hours after the pump stop. The modular cable was cut, there was no apparent shearing device in sight when found. The patient was rushed to the hospital. The pump was continued for 2 hours, but the patient expired on (B)(6) 2020. A log file analysis was performed, and found that the log file captured a controller fault, low flow, and lvad off alarms beginning at around 15:00 on (B)(6) 2020. Following the event the pump speed, flow, and motor power dropped to 0, and remained that way for the rest of the log file. The patient was swapped from battery power to the power module at 17:37 pm (presumably around the time they were found) before the controller was disconnected, and turned off at 17:40 pm.